Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sleeve fixation of the right ventricular (rv) his bundle lead was loose and shrunk and dislodgement of the lead was confirmed. It was also reported that the lead exhibited high threshold. Upon removal of the lead it was noted that slight elongation of the screw and twist of the lead body were confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.